Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: there was a post-operative bile leak. The patient had a stent put in, and is in well current condition. It is believed that the issue was due to a clip over clip placement compromising the integrity of the clip holding capability.

Manufacturer narrative:
This incident was reassessed based on additional information received on 11/08/2008, and determined to be MDR reportable and a serious injury.